Event description:
Philips received a report from a customer stated that a technologist was transferring a pt from the imaging table to a hospital stretcher. During the transfer, both table docking pins came lose and popped up causing the table to roll as the pt was moving. The pt fell between the two tables on his shoulder. X-rays were taken at the facility to confirm that there were no serious injuries.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. A field safety engineer (fse) evaluated the system and found dirt and debris had built up in the docking pin holes drilled into the floor that may have contributed to the event. Front and rear locking pins were replaced and adjusted. No parts were returned for an evaluation. The fse tested the imaging table prior to returning the system to the operator to confirm that it was operational. (B)(4).